Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture and granuloma. Device evaluation:visual analysis of the photographs identified the device was broken shell. Unable to confirm if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported right side intra and extracapsular rupture, siliconoma and capsular contracture - baker grade iii. Device has been explanted and replaced with non-allergan device.

Event description:
Physician reported intra and extracapsular rupture, siliconoma and capsular contracture, baker grade iii. The device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Capsular contracture: unable to confirm as it is a medical event not related to the device. Granuloma: unable to confirm as it is a medical event not related to the device. Silicone migration: unable to confirm as it is a medical event not related to the device.

Event description:
Healthcare professional had reported right capsular contracture as baker grade ii and "free silicone" in right armpit.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, h6.